Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not accepting new batteries. The customer stated that she cleaned the battery compartment and checked that the battery cap is fine. The customer stated that (B)(6) batteries last longer than (B)(6) batteries. The customer was advised to use (B)(6) batteries. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, low battery, battery out limit, failed battery test alarms during our testing. However, the insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.